Event description:
It was reported that the patient underwent generator replacement due to battery depletion. It was reported that the explanting facility discarded the device; therefore, it will not be received for analysis.

Event description:
It was reported that the neurologist attempted to communicate with the vns patient¿s device using two different programming systems but was unsuccessful. The failure to communicate is believed to be due to end of service as the neurologist did not have any further issues with the programming systems. The patient was referred for generator replacement surgery. The vns patient was experiencing an increase in seizures including a prolonged tonic-clonic seizure. The patient¿s increase in seizures was not back to pre-vns baseline levels. Using the generator battery longevity table at the patient¿s last known programmed settings on (B)(6) 2011, the approximate battery life from beginning of life (bol) to end of service is 13 years. No known interventions have occurred to date.